Event description:
The device was used during a video assisted thorascopic surgery. Cartridge fell into the pt when the dr opened the jaw to put the tissue. Dr could retrieve it and use new stapler to finish the case. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedly "fell out of the instrument" during surgery. The instr. Was returned in good physical condition. There were 4 sterile, conforming instrs. Returned with this inquiry. The cartridge retention feature was measured and was found to be within design specification. The instr. Was cycled, fired, cut, and formed the staples within design specification. The instr. Was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instr. Was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Comments; each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continously improve products.